Event description:
A healthcare provider for a clinical study reported the patient informed them on (B)(6) 2016 of pain and discomfort at the implantable neurostimulator (ins) site and extending down to the right toe. Stimulation was felt in the tailbone area and the ins site was poking the patient at night. Turning the stimulation off did not resolve the pain and discomfort. The patient refused adjusting settings and demanded the removal of the device. As a result, the device system was explanted and not replaced on (B)(6) 2016. The event required an unscheduled clinic/office visit and resolved without sequelae on (B)(6) 2016. Indications for use included urinary dysfunction and gastrointestinal/pelvic floor.

Event description:
Additional information received reported the etiology was "programming/stimulation" but "not due to programming."

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the event was possibly related to the device or therapy but not due to programming or the implant procedure. However, it was then updated that the event was not related to the device or therapy. Additional information was requested to determine cause and etiology.